Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: brand name: evolut fx plus valve; medtronic product ID: evfxplus-26 (serial:(B)(6); product type: 0195-heart valves; full UDI#: (B)(4); manufactured date: 2025-07-07; use by date: 2027-07-07; implant date: (B)(6) 2025 brand name: evolut fx dcs; medtronic product ID: d-evolutfx-2329 (lot: 0012988830); product type: 0195-heart valves; full UDI#: (B)(4); manufactured date: 2025-08-26; use by date: 2027-08-26; implant date: non-implantable non-medtronic product ID: edwards sapien 3 valve; serial #: unknown; ubd: unknown; implant date: 2025-10-22 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior the implant of this medtronic transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon dilation was performed due to the presence of calcification. The delivery catheter system (dcs) and loaded valve were advanced through the patient without issue. The dcs deployed the valve, but the valve was recaptured due to a shallow implant depth and fully deployed on the second deployment. An unspecified deployment issue occurred; however, it was also noted as the pig tail guidewire was pulled back through the valve, it caught on the valve frame and caused the valve to dislodge aortically. Subsequently, a non-medtronic (edwards s3) valve was implanted. A procedural delay of twenty minutes occurred. No patient complications were reported as a result of this event. Additional information was received to clarify previously reported information: there was no issue with the dcs. A pre-implant balloon dilation was not performed prior to implanting the medtronic valve. A confida guidewire was used for the case. The starting point of deployment was at the bottom of the pigtail. After the valve dislodged, the implant depth was -1mm on the non-coronary cusp and 3mm on the left coronary cusp. The non-medtronic (edwards) valve was implanted inside of the dislodged medtronic valve.